Event description:
Caller states that the customer took her insulin at dinner based on the result she received. Result was not provided. He reports that at some point later the customer tested at 24mg/dl and was incoherent. Timeframe not provided. The customer was given juice and milk and eventually felt better. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.